Event description:
Doctor went to shear off locking cap, and the cap spun freely in the tulip head. Screws were removed and replaced. No further problems. This event caused a surgical delay of more than 30 minutes.